Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our investigation, through review of the excelsiusgps case logs, indicated that the misplacement of the implants was due to a shift of the dynamic reference base at some point in time while the intra-operative spine was being performed using the excelsius3d automatic registration function and proceeding to navigating implants. Drb shifts can cause navigational integrity issues and can lead to the misplacement of implants in a similar fashion as seen in this procedure. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.